Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A patient received seven appropriate shocks during vf. Treatments 1 and 7 were converted to a slower rhythm. The patient remained in vf after the fifth treatment. The device stopped delivering treatments after the maximum number of shocks allowable per single detection sequence. The patient received 5 non-lifevest defibrillations. The patient is seen to go back into vf from 02:18:12 to 02:20:14. CPR/motion artifact prevented the lifevest from entering another detection sequence. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2026. The passing was cardiac related.